Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an insufficient negative pressure and a loud abnormal noise was heard from inside during pumping. There was no patient involvement.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an insufficient negative pressure and a loud abnormal noise was heard from inside during pumping. There was no harm reported

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: b5, d7a. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, the fse confirmed that insufficient negative pressure was occurred, and a louder abnormal noise was generated from inside during pumping . After checking the inside of the device, fse had found a problem with the drive manifold assembly, which was causing a lack of negative pressure and an abnormal noise due to malfunction. After replacing the drive manifold with k8, both of these problems no longer occurred. A subsequent operational inspection confirmed that there were no problems. The results were good.